Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: additional damage to the catheter, which may have inadvertently occurred during placement,the cause appears to be use related. One 2 fr s/l per-q-cath PICC was returned for investigation. A leak was identified in the 2fr tubing 1.6cm from the distal tip of the catheter. It appears that the reported leak was caused when the catheter was compressed against the stylet or when the stylet was repositioned within the catheter. During stylet repositioning, abrasion from the stylet can wear through the silicone catheter material if the lumen is not primed. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." Regarding stylet use, the product IFU states, "flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal." Damage noted on the inner lumen wall was greater than the damage noted on the external surface of the tubing. Short splits were noted 180-degrees apart in the cross section at the distal end of the catheter. It is unknown if the catheter was cut over the stylet. The stylet was not returned for investigation. The product IFU states, "retract the stylet to well behind the point the catheter is to be cut. Caution: do not cut stylet." No damage related to the manufacturing process was noted on the complaint sample. Damage found on the catheter appears to be related to use. A lot history review (lhr) of rezb0535 showed no other similar product complaint(s) from these lot numbers.

Event description:
Engineers reported that the sample had a leak in the subcutaneous region of the catheter that appears to be caused by the stylet.